Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-2323kbcsp swivelock knotless mechanism in the anchor eyelet did not hold fixation. This occurred again with the second ar-2323kbcsp swivelock that was opened. The case was completed with the anchors implanted in the patient holding sutures from the medial row of the speed bridge repair and by cutting the repair stitches from the knotless mechanism and inserting a fibertak to tie down the dog ears. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.